Manufacturer narrative:
Complaints associated with leak/blood in statgard are related to a leak in the statgard that could be caused by a severe catheter kink that causes a catheter penetration or tear in the statgard. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with leak/blood in statgard, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation , investigation findings, investigation conclusions), h11 corrected fields: e1 (event site telephone), h6 (health effect ¿ clinical code, health effect ¿ impact codes) the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and within the stat gard sleeve. The returned sheath was not a maquet product. No blood was observed inside the iab catheter. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The reported event cannot be confirmed by the evaluation. Blood may also enter the stat gard sleeve when the sheath seal is move back and forth. This is the intention, so blood does not spray over the user and patient. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on (B)(6) 2025. During the procedure, blood was observed dripping from the stat-gard sleeve. A 9fr sheath was used, and the iab catheter was augmenting well. The patient was then transferred from the cath lab to the coronary care unit (ccu). In the ccu, significant oozing was noted at the femoral insertion site, requiring multiple gauze changes. The iab catheter was explanted on (B)(6) 2025, with no further complications. The patient is currently stable. The user seeks to understand the cause of blood leakage from the stat-gard sleeve.